Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an error and that cartridge "has been used before." The customer was not able to load multiple cartridges on multiple occasions. During troubleshooting with tandem technical support, it was identified that the customer multiple alarm 19 during load. The customer's blood glucose was not impacted. It was indicated that the customer would continue to use the pump until replacement arrived.